Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was tried in several different positions, but the pacing impedance and threshold were high. The lv lead could not be fixed with the support of sheaths. The lv lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.